Event description:
It was reported that the pump touch screen was cracked. Subsequently, a malfunction alarm occurred. Customer's blood glucose ranged from 378-379 mg/dl. Customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Device not returned.